Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of air aspiration was confirmed and the cause was supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. Light usage residues were observed. A flaw was observed in the white molded cap of the y-site valve. Microscopic inspection of the y-site confirmed a flaw in the white molded cap. It appeared that some material was missing, resulting in a void. Attempts to flush and aspirate the device using a 12ml syringe revealed both luers to be patent to infusion; however, air was aspirated during aspiration attempts through both luer adapters. The observed air aspiration was caused by failure of the valved y-site to seal properly. That failure appeared to be caused by the molding flaw in the white cap portion of the valve housing. The y-site is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of asdss0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the air was found during aspiration for blood return. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdss0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the air was found during aspiration for blood return. No other information provided.